Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient suffered a cardiac arrest on (B)(6) 2016 and had recorded asystole with CPR. It was noted the patient had a fractured atrial lead, however the device was programmed to vvir, therefore not using the atrial lead. The patient's device was checked in the emergency room. There was an event from (B)(6) 2016, which showed good sensing in the right ventricle. On (B)(6), there were several non-sustained events. The patient appeared to have fine ventricular fibrillation (vf). The device was functionally undersensing due to the vf below the programmed automatic gain control (agc) setting of 0.6mv. The patient died approximately nine days later. There were no allegations that the lead fracture caused or contributed to the adverse event and subsequent death. The fracture occurred with the atrial lead and the device appeared to sense appropriately in the ventricle. The lead was not returned.